Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net with implantable cardioverter defibrillator exhibiting non-sustained right ventricular oversensing alert. Further investigation found that the alert was caused by oversensing of t wave signal after ventricular pacing. Programming changes were recommended but not performed. The healthcare provider elected to keep the current device settings. No patient symptoms were reported.